Event description:
This was a laparoscopic cholecystectomy case. The doctor found out the universal seal-a piece of disposable part that goes in with the hassan- came out with a tear and missing rubber part.